Event description:
The customer called stating that the meter is not showing all of the numbers on the screen anymore. During the troubleshooting process it was determined that there are several segments missing in the 10s and units position of the display. A request was made to return the meter for evaluation. In the meantime, a replacement unit has been provided. The customer has been invited to contact the 24/7 customer service line.